Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the radial artery. The 85% stenosed, 18x3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Without predilating, a 3.0x20mm taxus liberte stent delivery system (sds) was advanced but significant resistance was encountered and the shaft broke into two pieces outside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a break in the hypotube. The sds was received in two pieces. The hypotube was fractured 73 cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). There was a blood like substance visible on the outer surface of the balloon. The balloon was tightly folded with the stent secure between the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the radial artery. The 85% stenosed, 18x3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Without predilating, a 3.0x20mm taxus liberte stent delivery system (sds) was advanced but significant resistance was encountered and the shaft broke into two pieces outside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).